Event description:
It was reported that the device was not powering on initially. The reporter installed a known good battery and observed that the device illuminated the service wrench, logged an event code and showed the "call service" message. The device was locked up and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. Follow up with the reporter found that the customer declined physio-control's repair offer and elected to remove the device from service. The customer will purchase a replacement defibrillator. The device was not returned to physio-control for analysis/repair. A conclusive cause of the reported event could not be determined.